Event description:
It was reported that the implantable cardioverter defibrillator exhibited bluetooth (ble) telemetry loss. A ble reset was performed and the telemetry was restored. There were no patient consequences reported.